Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient had an abscess in their suture after initial implant, and that the patient drools. As a result the implantable pulse generator (ipg) and extensions were removed on date notified, with cultures taken at the ipg site and the patient treated with IV antibiotics. The issue was resolved at the time of the report. It was further clarified that the patient was admitted to the hospital on (B)(6) 2016 and there was swelling and redness at the ipg site at that time. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.